Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The DHR (device history review) for the libre reader was reviewed, and the DHR showed the libre reader passed all tests prior to release. The DHR for the precision strips was reviewed. The DHR showed the precision strips passed all tests prior to release. Retain testing was performed for precision strips and all units performed in the specification and passed. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A caregiver reported higher readings when testing with the adc freestyle built-in meter. On (B)(6) 2019, the customer obtained the unspecified higher readings when testing with test strips on the built-in meter but was becoming hypoglycemic and subsequently losing consciousness. The caregiver gave her son some glucose and went to the hospital where the hcp treated the customer with a "glucose bag" for hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported reader has been returned and investigated with retained test strips. Visual inspection was performed on the returned reader no issues were observed. The reader powered on with button depression and with strip insertion. Control solution testing performed and no issues were observed. All results were within range specification and no errors were observed during testing. No malfunction or product deficiency was identified.

Event description:
A caregiver reported higher readings when testing with the adc freestyle built-in meter. On (B)(6) 2019, the customer obtained the unspecified higher readings when testing with test strips on the built-in meter but was becoming hypoglycemic and subsequently losing consciousness. The caregiver gave her son some glucose and went to the hospital where the hcp treated the customer with a "glucose bag" for hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported higher readings when testing with the adc freestyle built-in meter. On (B)(6) 2019, the customer obtained the unspecified higher readings when testing with test strips on the built-in meter but was becoming hypoglycemic and subsequently losing consciousness. The caregiver gave her son some glucose and went to the hospital where the hcp treated the customer with a "glucose bag" for hypoglycemia. There was no report of death or permanent injury associated with this event.